Manufacturer narrative:
The device was returned to olympus for inspection. The definitive root cause of the reported issue could not be determined. However, based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the ccd unit, the specified resolving power is not obtained. (Part of the image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on charged couple device unit. There was no patient involvement.